Event description:
It was reported that the right ventricular (rv) lead perforated the patient's cardiac tissue and caused a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.